Event description:
It was reported that the implantable cardiac monitor recorded asystole episodes which appeared to be due to the loss of electrode contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).